Event description:
It was reported that before a laparoscopic sigmoidectomy, an error 5 was displayed and the device could not pass the system check. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was functionally tested on the generator and the max hand control button was not functional. However, the device did activate when tested with the foot switch. The blade of the instrument was in good physical conditions and no error screens were displayed during the analysis. The device was disassembled to inspect the internal components and the flex circuit was found nonfunctional. This was the cause for the max button not working. No conclusion could be reached as to what caused the damaged to the hand activation assembly.